Event description:
It was reported that the left ventricular (lv) lead dislodged. The high lv thresholds caused the device battery to deplete early than projected. The device and lv lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 81% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Product ID 4194-78 implantable pacing lead (B)(6) 2011; 6947 implantable tachy lead (B)(6) 2011; 4076 implantable pacing lead (B)(6) 2011. (B)(4).